Event description:
The pump was returned to animas. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4): 2531779-03/24/2010-003-r. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the issue, the piston cap was found to be missing; this issue is obvious and detectable and should alert the user to discontinue use of the device.